Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end users husband states the bed is uneven. He states the bed raises evenly, just looks uneven. The husband isn't sure if its the frame, the foot board, foot section nor the whole bed. The caller didn't have additional information regarding the unit nor his wife. He couldn't read the serial number (B)(4).